Event description:
The patient reported having severe chest pain and cardiac problems. The patient was rushed to the hospital and it was found that the device battery was not functioning properly. There was concern that the device did not last as long as expected. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.